Event description:
It was reported that the device would not operate on dc power. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported no dc operation issue. It was observed that the device shuts off when the well 2 battery was removed. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power pcb assembly and determined the root cause for the reported incident was an open fuse, f4.